Manufacturer narrative:
The customer's report was observed during initial testing by zoll (B)(4). The device was returned to zoll medical corporation; evaluation of the customer's report was not duplicated. After disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing shock testing, energy testing, resistance testing, off-current testing, impedance testing, and hla testing with returned pads without duplicating the report. The report was cleared and did not reoccur. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.